Event description:
It was initially reported to boston scientific corp on (B)(6), 2009, that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure. According to the complainant, the stent would not deploy even after the stricture had been dilated. The procedure was completed with another device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good. This event has deemed a reportable event based on the investigation results; stent wire perforation.

Manufacturer narrative:
A visual examination of the returned device found that a 0.035 inch guidewire was inserted through the device. The stent was fully mounted and it was noted that several stent wires had perforated the outer sheath at 3mm proximal to the exterior markerband, the outer sheath had been retracted 8mm from the tip and the outer sheath was kinked distal to the guidewire access port. During analysis it was not possible to retract the outer sheath due to the stent wire perforation. The shaft was dissected proximal to the guidewire access port and the distal end of the outer sheath was retracted by hand and the stent was deployed. The distal stent wires were damaged. The condition of the returned unit was consistent with the complaint incident that the stent would not deploy. Based on the results of the evaluation and the details of the complaint, the most probable root cause is operational context. Due to anatomical/procedural factors encountered during the procedure where the performance was limited. A review of the mfg documentation found no anomalies or deviations during the manufacture of this batch. A review of complaint history, found no other similar complaints reported for this batch. (B)(4).